Event description:
It was reported the programming head was not functioning properly. It was further reported the programming head exhibited intermittent inability to establish telemetry with pacemaker or implantable cardioverter defibrillator devices. The programming head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device would not interrogate and the uplink console test failed. The rf (radio frequency) head cable was found out of electrical specification.